Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir won't stay screwed in the insulin pump. The reservoir compartment was damaged. The reservoir compartment's threads were missing. The damage occurred from the device being bumped. The customer's blood glucose level was unknown. The customer also mentioned that they keep the reservoir in with a tape. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.